Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 23.4 mmol/l (421.2 mg/dl). A communication error occurred during pod activation and the patient was unable to activate the pod. The patient was treated with 2 injections, one of 7 u of novorapid and the other one 3 u of long acting insulin at the emergency room.